Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not crossing over to station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, a technical support specialist (tss) dialed into the application server, logged into the patient encounter system and checked the provided visit identification, and found that the patient status was active admitted as a temporary patient. The tss then dialed into station, verified that the patient was appearing under all available patient tab, attempted to contact the customer but was unreachable, and proceeded with case closure due to no response. The system functioned as intended after technical support specialist investigated the device.